Event description:
Revived info that alleged pump stopped all insulin delivery.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available a follow up report will be submitted.